Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported patient has been experiencing elevated blood glucose level over the past few days; blood glucose levels have been around 17 mmol/l with ketones at 4. Caller alleges pump is not delivering insulin. No adverse event reported. Requested return of the alleged device for evaluation.